Event description:
On (B)(6) 2011, (B)(6) hospital identified a leak at the gas outlet port during ecls procedure. The pls set was replaced for another one. (B)(4).

Manufacturer narrative:
(B)(4). The returned sample was analyzed in the laboratory. The sample was cleaned and disinfected prior to performing tightness (leak) testing. The blood side was filled with water and the leakage at the gas outlet was confirmed. The oxygenator was opened and it was determined that there was an ablation of the polyurethane. The ends of the gas fibers are embedded in polyurethane. A leak was identified in the polyurethane adhesion. The reason for the ablation of the polyurethane is unknown. Note: the reported event occurred when using the be-pls 2050 quadrox-I oxygenator, however, a equivalent device marketed in the us is used for reporting. (B)(4).